Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect. H3 other text : see section h.10.

Event description:
It was reported that before use of the syringe 3ml ll euro 200 s/c out of two boxes of 400 units there were 71 units that were missing ink/ graduation lines on the syringe barrel. The following information was provided by the initial reporter: syringe missing ink on scale. The customer made a complaint on july 11th on two syringes with missing ink/ graduation lines on the syringe barrel. Afterwards they found 71 units in 2 boxes (400 units) from the same lot number with the same issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 3ml ll euro 200 s/c out of two boxes of 400 units there were 71 units that were missing ink/ graduation lines on the syringe barrel. The following information was provided by the initial reporter: syringe missing ink on scale. The customer made a complaint on july 11th on two syringes with missing ink/ graduation lines on the syringe barrel. Afterwards they found 71 units in 2 boxes (400 units) from the same lot number with the same issue.